Manufacturer narrative:
Device not returned to manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the tactile awl was bent. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
Correction/additional information for initial reporter: rose indicated "haft¿s np was the one that reported to me that the awl was bent." Unknown who the np was so rose was listed as the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the bent awl was replaced.